Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4). Product type: extension product ID: 3708660, serial# (B)(4). Product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-feb-2025, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 18-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep reports having some intra-opt impedance issue with percept implant. Initially the right side impedance showed greater than 2k ohms, and the left side showed investigate. Rep said she turned stimulation on and now the impedance was at 35k ohms on the left. They had rep asked dr. Freedman, to switch the lead in the ports and impedance showed good except electrode 0 at 10492 ohms. When the tail was switched back again, 8 showed 6443 ohms and 8 11 showed 10120 ohms and the rest are good. The physician closed and they are still doing post-op impedance checks. It was less than 8k. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) which was confirmed with the healthcare provider (hcp), reported the patient had not followed up so it was unknown what an additional impedance results were. The patient wasn¿t programed on the affected contact, so no surgical intervention was planned.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the implant date was 2021-(B)(6). The cause of the high impedance was unknown. The surgeon switched the extension front to back and the impedance changed with it but it still was not the same impedance numbers. They ranged different every time the rep tried the impedances. The rep will go to the initial programming for the patient on (B)(6)and see what the numbers read.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.